Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had a recharging duration issue. Pt reported that it takes a long time to recharge the ins, and they recharge the ins every day. Pt confirmed that they recharge the ins when the controller is at 100%, but this morning when they went to recharge, it took them 1 1/2h to recharge the ins from 60-90%. Pt confirmed they are getting recharging excellent, and it previously took them 1 1/2h to get the ins charged from 20/30% - 100%. Pt noted they try not to let the ins battery get too low, and they have previously seen the reposition and "check" in the middle of charging; pt will also get the reposition screen and recharger needs attention. The pt stated the issue started a couple of weeks ago (month/year valid). Reviewed expectations with charging. Pt noted that the recharger (rtm) paddle gets a little warm, but did not note any damage on the rtm itself. The pt was unable to provide the battery level of the controller after they recharge the ins. The issue was not resolved. An email was sent to the repair department to replace the device. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.